Event description:
Reportedly during use of the rx acculink, the handle was noted to be sticking during deployment of the stent resulting in the acculink stent being deployed in an unintended site. Another acculink was deployed to treat the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.